Event description:
It has been reported to philips that the system could not turn on. The user was unable to use the system. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the information provided, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. The fse found that the miu (mains interface unit) and fuses were blown in the pdu (power distribution unit). After replacement of the miu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.